Event description:
A site representative reported that two clamp instruments each had a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, is for two parts with the same catalog number. Part #1 - lot # 120913; part #2 - lot # 121116. Device manufacturing date is for two parts with the same catalog number. Part #1 - 09/13/2012; part #2 - 11/16/2012 replacement devices shipped to site on 11/3/2014 for issue resolution. Part #1 was returned for analysis, part # 2 has not been received by the manufacturer for analysis. Medtronic investigation of returned suspect device (part #1) finds that the hex head adjustment screw is rounded. With a 2.5mm allen wrench inserted in to the head of the screw, there is play; the allen wrench does not fit tight in the screw head but was able to tighten the clamp to an instrument and it was secure. The reported event was confirmed to be caused by physical damage of the screw head on the clamp instrument.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.